Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons had been sticking for a few months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/10/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive; the down arrow and contrast buttons responded appropriately. No buttons were found to be sticking. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test display screen was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed that audible sound was unresponsive. The contacts of the audio tone system were realigned and audible functionality was restored.